Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that shortly after the implant procedure this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting noise and oversensing that was being marked as a premature ventricular contraction (pvc). Pacing impedance measurements and intrinsic sensing were appropriate. This did not result in any impact to the patient and the issue resolved by the morning. No adverse patient effects were reported.